Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and seizure. The customer's blood glucose level at the time of the incident was unknown and they became unconscious. Customer was off from insulin pump therapy. The insulin pump did not alert them and did not suspend. The insulin pump will not be returned for analysis.